Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Manufacturer narrative:
Correcting date of death from (B)(6) 2012 to unknown. The actual date the patient expired was not provided.

Manufacturer narrative:
Life-threatening and other serious (important medical events) are being added.

Event description:
The aci sales professional reported that a female patient underwent a diagnostic catheterization procedure sometime in (B)(6) 2012. The patient was chronically on lovenox due to having an artificial heart valve which was implanted in the past. The physician who is a trained user, selected an aci mynx device (model unknown) for closure. It was reported that the patient was kept overnight as originally scheduled. The patient was discharged to home with no reported clinical sequela. One to two days later the patient presented to the ER for an unknown reason. It was reported that the patient bled and expired. No further information is available. The physician will not state if he believes that the reported event was mynx related or not.